Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation. This is the final report.

Event description:
During implant surgery, the surgeon unknowingly left a stylet in the lead. During the explant of the lead, the surgeon noted that the stylet was left in the lead and was broken. The lead and stylet were pulled. The patient is doing well.